Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker four years remaining then it dropped to one year remaining in just seven months. Additional information was obtained which indicated that the power consumption of this device has not change significantly. When the battery status calculation switched from the coulometer based to a voltage-based calculation, the device battery voltage appears to be lower than expected. Additional information was obtained which indicated that the next follow-up will be in three months. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that this pacemaker four years remaining then it dropped to one year remaining in just seven months. Additional information was obtained which indicated that the power consumption of this device has not change significantly. When the battery status calculation switched from the coulometer based to a voltage-based calculation, the device battery voltage appears to be lower than expected. Additional information was obtained which indicated that the next follow-up will be in three months. The device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device exhibited normal battery depletion (nbd) and the patient was scheduled to be checked in three or six months. Moreover, engineering analysis confirmed nbd. To date, the device remains in service. No adverse patient effects were reported.